Event description:
A nurse called to conduct testing on the insulin pump. The caller stated that the customer was experiencing high blood glucose levels. The caller did not have supplies at the time of the call, and stated she would call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.